Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008516, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008516 was manufactured according to the work instruction (wi) version 97 and packaged in the machine multivac 14 on 06-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tubing of the lot 4h00154 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 04-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tubing of the lot 4h05784 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 03-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event on (B)(6) 2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information available.